Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 2 years. Per follow-up with the healthcare provider, it was learned that the reason for the explant was due to prosthetic mitral valve endocarditis. Based on the op report, this patient presented on (B)(6) with sepsis. He was initially quite ill but was appropriately treated with antibiotics and IV fluids. He grew (B)(6) from his blood, and his broad-spectrum antibiotics were tapered to nafcillin. Since he had greatly improved, he was discharged home on (B)(6) on augmentin. He initially did well after discharge; however, on the night of (B)(6) 2012, the patient developed chills, rigors and altered mental status and was subsequently admitted with recurrent sepsis. Workup revealed prosthetic mitral valve endocarditis with vegetations. During the procedure, tee was performed and again, demonstrated vegetations on the mitral valve. There was also question of vegetation within the right ventricle and on the permanent pacemaker leads. Upon inspection of the mitral valve, there were large vegetations all over it, and there was pus emanating from the annulus and was markedly posteriorly and anterolaterally. The previously placed mitral prosthetic valve was explanted and the annulus was debrided. There was no evidence of vegetations on the aortic valve. The explanted device was replaced with a new edwards bioprosthetic valve. The valve was seated well and tested under pressure with no evidence of paravalvular leaks. The pacing leads were also inspected and were found to have vegetations as well. This caused concern for the tricuspid annuloplasty ring already in place; therefore, it was decided to removed the ring and replace the tricuspid valve. Post-operative tee confirmed a well-seated bioprosthetic valve with no paravalvular leaks and no further evidence of endocarditis.

Manufacturer narrative:
(B)(4). Device not returned. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Unfortunately, the root cause of this event cannot be confirmed without the sample device. However, the op report documents the infection source as being (B)(6). No further actions are possible with the available information. Please note that this patient also had an edwards annuloplasty ring explanted during this procedure; reference MDR submitted under device serial #(B)(4) regarding this event.